Event description:
Customer alleged defective horn. Warranty # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model irc5po2, serial number/date code (B)(4) is approximately 1 year 6 months old. The owner's manual part number 1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the alarm on the irc5po2 concentrator is not functioning. This will prohibit the consumer from knowing if the concentrator is malfunctioning. The unit was switched out by the dealer until repairs are made. Replacement alarm sent on warranty order # (B)(4). No injury alleged.